Event description:
Mentor silicone gel breast implants have caused an autoimmune disorder specifically scleroderma. Symptoms include: joint and muscle pain, hand, knee, ankle, shoulder, rib pain. Burning sensations all over, tightening of skin on fingers and face. Abnormal capillary changes in nail fold. Hand stiffness. Fatigue, nausea, unintentional weight loss, swollen and painful lymph nodes, and mild pain in breast. Dates of use: (B)(6) 2006 - (B)(6) 2012. Reason for use: cosmetic.